Event description:
Events were discovered on (B)(6) 2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'hollywood executive,' who stated he had multiple surgeries with dr. (B)(6) and has experienced a loss of intimacy.

Manufacturer narrative:
'Loss of intimacy' is difficult to ascertain the extent of the complaint without further information. Post-operative care includes avoiding any sexual activity until a physician states that sexual activity is safe. Without a clear timeline, it is unable to be determined if the event occurred within this period. Further information is required to determine the cause of 'loss of intimacy.' The patient, 'hollywood executive,' was not further identified within the article and thus, no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operations was identified as dr.(B)(6). However, lack of identifying information regarding the procedures and patient information does not warrant the ability to obtain additional information. The device lot number was not provided; therefore, a device history record review could not be performed. Additionally, there is no information provided to determine why 'multiple' surgeries were performed or what types of surgeries, and thus it was unable to ascertain if due to patient dissatisfaction with cosmetic results or an unidentified adverse event. Additional information must be provided to investigate the cause of the 'multiple' surgeries further. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.